Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 20067022. Medical device expiration date: 06/27/2023. Device manufacture date: 06/24/2020. Medical device lot #: 20083333. Medical device expiration date: 08/18/2023. Device manufacture date: 08/13/2020. Medical device lot #: 20113288. Medical device expiration date: 11/21/2023. Device manufacture date: 11/19/2020. Medical device lot #: 20123100. Medical device expiration date: 12/01/2023. Device manufacture date: 11/30/2020. Medical device lot #: 21083086. Medical device expiration date: 11/21/2023. Device manufacture date: 07/26/2021. Medical device lot #: 21113388. Medical device expiration date: 11/22/2024. Device manufacture date: 11/18/2021. Medical device lot #: 20015673. Medical device expiration date: 01/08/2023. Device manufacture date: 01/07/2020. Medical device lot #: 21053159. Medical device expiration date: 01/11/2024. Device manufacture date: 01/08/2021. Medical device lot #: 21109196. Medical device expiration date: 10/13/2024. Device manufacture date: 10/13/2021. Medical device lot #: 19115628. Medical device expiration date: 11/11/2022. Device manufacture date: 11/06/2019. Medical device lot #: 21023394. Medical device expiration date: 02/18/2024. Device manufacture date: 02/15/2021. Medical device lot #: 21099113. Medical device expiration date: 09/04/2024. Device manufacture date: 09/04/2021. Medical device lot #: 18086961. Medical device expiration date: 09/04/2024. Device manufacture date: 09/04/2021. Medical device lot #: 21083087. Medical device expiration date: 09/04/2024. Device manufacture date: 07/26/2021. Medical device lot #: 20083335. Medical device expiration date: 09/04/2024. Device manufacture date: 08/13/2020. Medical device lot #: 18086644. Medical device expiration date: 08/23/2021. Device manufacture date: 08/20/2018. Medical device lot #: 20053212. Medical device expiration date: 05/11/2023. Device manufacture date: 05/05/2020. Medical device lot #: 20043438. Medical device expiration date: 04/28/2023. Device manufacture date: 04/21/2020.

Event description:
It was reported that 31bd alaris secondary sets experienced foreign matter in the fluid pathway. The following information was provided by the initial reporter: some of our stock of secondary IV lines have a brownish colour to the plastic of the drip chamber.

Manufacturer narrative:
Investigation summary:samples of item 11448964 were submitted for quality investigation. The customer complaint of cosmetic - discoloration was verified by visual inspection. Evaluation of the samples submitted show that the drip chambers have a dark tint to them. This gives the drip chambers a light to dark brown appearance.a device history record review for model 11448964 lot numbers: 20067022, 20083333, 20113288, 20123100, 21083086, 21113388, 20015673, 21053159, 21109196, 19115628, 21023394, 21099113, 18086961, 21083087, 20083335, 18086644, 20053212, and 20043438. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of the issue seen in this complaint is the result of the sterilization process of the infusion sets. Previous investigations for the same issue seen in various infusion sets indicate that the sterilization process can cause the tubing of the infusion sets to get darker in appearance. This darkening can also increase as the product ages.

Event description:
It was reported that 31bd alaris secondary sets experienced foreign matter in the fluid pathway. The following information was provided by the initial reporter: some of our stock of secondary IV lines have a brownish colour to the plastic of the drip chamber.